Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose levels of 326 mg/dl. The customer treated with a manual insulin injection. The customer reported a failed battery test on the insulin pump and thereafter a blank display occurred. Troubleshooting was done. The customer replaced the battery of the insulin pump with a new aaa alkaline battery but the display did not return. The customer also cleaned the battery cap contact to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).